Event description:
At about 1 year 10 months from the primary, the patient came in reporting pain due to a malpositioned tibia and the cause is unknown. The surgeon revised the tibia and liner the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 march 2025. Lot 184353: (B)(4) items manufactured and released on 24-jul-2018. Expiration date: 2023-07-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by r&d project manager. Two years after a complex tkr revision case, the tibia becomes painful and a surgeon different from the previous one performs a partial exchange of the system, replacing baseplate and insert. The information supplied, as well as the imaging, is not sufficient to assess the situation. According to report, the tibia was malpositioned, but this is a gross statement that we cannot easily confirm with the one image supplied. Also, no radiographic history is available, and therefore the analysis is incomplete. However, we see no reason to suspect that a defect or malfunction of the implanted devices caused the problem. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.